Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. (B)(4). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The vad coordinator reported that after two years of support on the lvad, the pt presented with elevated lactate dehydrogenase (ldh) levels, increased plasma free hemoglobin, stroke, renal infarct, and dark urine. The pump was explanted due to suspected thrombus and the pt was successfully transplanted.